Event description:
Patient had been in a mva, motor vehicle accident, with right lower extremity trauma with a comminuted talus fracture including the body and neck. A pantalar fusion using retrograde nail was performed. When a half pin was placed for compression, the tip of the half pin became bound in the tibial cortex and approximately 4-5 cm of the distal tip sheared off the half pin. The half pin had no bite and was removed from the tibia. The sheared portion of the half pin remained in the bone. Removal would cause more bone destruction, so it was left in. The procedure was completed.